Event description:
It was reported that the lead was tested at 3.0 v and impedance readings were >40,000 ohms for electrodes 6 and 7. The lead was also tested in the snap lid connector and the same readings were obtained. It was noted that (B)(4) irrigation was used. It was elected to replace the lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model: 39565, serial #unknown, implanted: 2011-(B)(6), explanted: 2011-(B)(6).

Event description:
Additional information reported indicated that the patient had a fall in (B)(6) 2011. Following the fall, the patient's device was inoperable. The patient had a lead replacement on (B)(6)-2011. Intraoperative testing confirmed appropriate impedances on the new lead. The explanted lead was found to be fractured. The patient's condition was noted as "fine and receiving effective therapy."

Manufacturer narrative:
Programmer model 37743 (B)(4) recharger model 37752 (B)(4) extension model 3708140 (B)(4) implanted: (B)(6)-2009 explanted: (B)(6)-2011 extension model 3708140 (B)(4) implanted: (B)(6)-2009 explanted: (B)(6)-2011.